Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for complaint. Device not explanted. Unable to confirm deflation. No findings available.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation.

Event description:
Deflation.

Event description:
Alleged deflation.